Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging black particles in the humidifier of a rep dreamstation auto CPAP. The end user alleges "a brand-new filter that was white but is black after overnight use." The patient also alleges that they think particles are hitting their nose while using the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.